Manufacturer narrative:
This product is not expected to be returned. Analysis will be performed if the product is returned and this report will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited a fracture. The patient underwent surgical intervention to explant the lead. A new lead was implanted. No additional adverse patient effects were reported.